Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Myocardial infarction and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the stenosis in the left main coronary artery was 90% and the stenosis in the diagonal coronary artery was 80%. The 3.5x18mm xience xpedition stent was implanted between the left main and the left anterior descending coronary artery. The patient recovered well. On (B)(6) 2015, the patient was hospitalized due to left sided weakness. Computerized tomography showed a right cerebral hemorrhage. The dual antiplatelet therapy was discontinued due to the hemorrhage. The patient had a myocardial infarction (mi) on (B)(6) 2015, but no treatment was given for the mi. The patient expired on 03/31/2015 due to the cerebral hemorrhage and the mi. No additional information was provided.